Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed transmitter functional test: and passed. Performed a pairing test with a nordic bluetooth device and passed. Performed share log review and a loss of connection was not confirmed. The customer's complaint was not confirmed because there is no loss of connection in the bin file and it passes all relevant testing. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported loss of connection could not be confirmed. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.